Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer reported via phone call that the insulin pump alarmed 4 motor error alarms. Customer's blood glucose was 260 mg/dl. During troubleshooting, customer was assisted in rewinding the device. Customer reported the device went back to the main menu. Customer was advised that the device will need to be replaced. Customer will not be returning the device for analysis.